Manufacturer narrative:
Device available for evaluation: product ID : 977a260, serial# : (B)(4), implanted: (B)(6) 2021, product type : lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type : lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller, a healthcare professional, that the patient began to have shocking from the implant yesterday. The caller states they did an x-ray today and it was determined that the bottom of one of the leads had 'flipped anterior' and that was determined to be the reason for the shocking. The patient was scheduled for a revision on this coming monday.